Event description:
Pt's sure step enhanced meter was reading inaccurately low. Patient obtained a "31 mg/dl" ate sweets and drank orange juice. Patient started to feel 'really bad", weak, sweaty, and nauseated. Patient reported calling emergency services. Patient obtained a "37 mg/dl" on meter and the emt obtained a "hi" on their meter. Patient was administered IV on the way to the hospital. The hospital performed a lab test and obtained a "652 mg/dl". Patient was administered insulin and IV. The customer service rep discovered that the patient had been using expired test strips. Medical affairs specialist mailed a letter, since the patient could not be reached. Based on the information supplied by the patient, there is no indication that the product malfunctioned. However, there is information to suggest that the patient suffered an adverse event due to user error. Patient's meter was replaced.